Event description:
It was reported by service report that the side rails are stuck and won't lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderails rusted.